Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited stored noise reversions and high ventricular rate (hvr) episodes. The noise could not be reproduced. The lead will be monitored.